Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported failure mode. The instrument's grip cable derailed at the clamping pulley inside of the housing, as a result, the cable at the instrument's tip was loose. The grooves of the clamping pulley exhibited white residue. The other backend cables were not damaged. It was concluded that the residue was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the prograsp forceps instrument was too loose. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.